Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient reported "vibrations" at the implant site. Reprogramming attempts were made; without success. The patient underwent surgery to remove stapes in the implanted ear in an attempt to alleviate the symptoms. The issues remain unresolved and under clinical management. The implanted device remains.